Event description:
Bayer case number:(B)(4). My essure implants have migrated to my cervix [partial expulsion of device] I had intercourse which was painful [painful intercourse] I had intercourse which was bloody [coital bleeding] case narrative: the below report was received by health authority (reference number: mw5174148 on 10-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("my essure implants have migrated to my cervix") in a 54-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included tylenol (paracetamol), pantoprazole (pantoprazole sodium sesquihydrate), cyanocobalamin, calcium (calcium carbonate), caffeine and b complex (vitamin b complex). In 2016, the patient had essure inserted. In (B)(6) 2025 she experienced dyspareunia ("I had intercourse which was painful") and coital bleeding ("I had intercourse which was bloody"). On (B)(6) 2025 she experienced device expulsion (seriousness criterion medically important). The patient was treated with ketoconazole and multivitamin (vitamins nos). At the time of the report, the outcomes for these events were unknown. The reporter considered coital bleeding, device expulsion and dyspareunia to be related to essure administration. The reporter commented: I'm scheduled with a surgeon consultation next week. I can only assume that I'll have to get a full hysterectomy now. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.